Event description:
The customer reported that the ventilator remote alarm connector was loose. The ventilator was not in use on a patient therefore there was no patient involvement or harm. Upon evaluation, the manufacturers service technician confirmed the ventilator remote alarm connector was loose and when moved the remote alarm would fail during testing. The service technician replaced the main pcb board to correct the reported problem. Applicable final testing was completed and passed per operating specifications.